Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the down button on the infusion device does not function. No adverse event was reported. The alleged product was replaced and requested for evaluation.